Event description:
It was reported by the affiliate that during a anterior resection procedure, after making purse-string and inserting the stapler transanally, surgeon closed down the gun and went to fire it, upon which she heard a crunch (but not as loud as the normal crunch). She then opened the stapler by doing 3/4 full turns and tried to take it out, but the stapler would not come out. She then reopened the stapler and found the anvil still attached to the spike, but the purse string was still complete and the gun appeared not to have fired. With this, she then went to close the gun again and reattempted to fire it, upon which she heard a loud crunch. She then opened it, doing the 3/4 full turn again, and was able to withdraw the stapler. When she checked the anastomosis, there was a hole in the proximal and distal portion of the bowel, but no staples were to be found in the bowel or the pt. This caused fecal contamination as the pt's bowel was unprepared before the surgery and leaked all in the pelvis. As there was not enough length of bowel to rejoin the pt without causing tension on the bowel, the surgeon was forced to give the pt a permanent stoma. Surgery was prolonged 60 minutes.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.